Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts were replaced. A picture of the registration was received. Review of the registration found that tracing occurred off of the model as the scan did not include the upper portion of the head. There was minimal tracing on the nose. Additionally, there were multiple yellow and red points on the top of the forehead. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during the case the surgeon felt inaccurate when progressing to the sphenoid wall. The surgeon felt 0.5 centimeters (5 millimeters) posterior. The site re-verified the straight suction with no issue and still felt inaccurate. After registration, the surgeon felt accurate and still felt accurate on the surface of the skin after the inaccuracy at the sphenoid wall. The site continued with navigation knowing the inaccuracy and chose not to re-register the patient. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: a software investigation was initiated to determine probable cause. The logs were reviewed but provided no additional insight regarding the cause of reported issue. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.